Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain /pain,'), endometrial ablation ('ablation,') and loss of consciousness ('other injury(ies) or complication (s) please describe: dizziness/passing out') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder. Concomitant products included montelukast sodium (singulair), oral contraceptive nos, ranitidine, sumatriptan succinate (imitrex df) and topiramate (topamax). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). In (B)(6) 2007, the patient underwent endometrial ablation (seriousness criterion medically significant). In 2009, the patient experienced migraine ("migraines") and headache ("headaches,") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2010, the patient experienced alopecia ("hair loss"). In 2012, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). In 2014, the patient experienced loss of consciousness (seriousness criterion medically significant), mood swings ("psychological or psychiatric problems condition: mood swings") and dizziness ("other injury(ies) or complication (s) please describe: dizziness/passing out"). In (B)(6) 2014, the patient was found to have smear cervix abnormal ("tumor / teratoma / cancer type: (B)(6)") and experienced (B)(6) ("tumor / teratoma / cancer type: (B)(6) "). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the abdominal pain, migraine, dysmenorrhoea and dyspareunia had resolved, the endometrial ablation, loss of consciousness, smear cervix abnormal, headache, alopecia, irritable bowel syndrome, dizziness and (B)(6) outcome was unknown and the mood swings and weight increased was resolving. The reporter considered abdominal pain, alopecia, dizziness, dysmenorrhoea, dyspareunia, endometrial ablation, headache, irritable bowel syndrome, loss of consciousness, migraine, mood swings, (B)(6), smear cervix abnormal and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: pfs received : case became valid as previous event ¿injury nos¿ is replaced with events mentioned below. Aka name added, reporter added, patient demographic added, essure insertion date updated and removal date added, product indication updated. Events added- abdominal pain, ablation, mood swings, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), (B)(6), weight gain, ibs, dizziness, passing out, hair loss, abnormal pap smear. Events onset date, events severity, concomitant drug, medical history and lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.